Event description:
A malfunction occurred on the pump, and there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The pump did not exhibit the malfunction again after resetting, and the customer was advised to continue using the pump and to contact support if the issue recurred. The caller acknowledged and understood the instructions.